Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a device history review, review of lot data, a search for similar complaints, and a review of labeling. Return material was not available. The device history review did not identify any non-conformances or deviations. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. No adverse trend was identified for the customer's issue. Tracking and trending not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified for the architect stat troponin-I reagent list number 02k41, lot number 28394un17, was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I result for two patients. The customer provided the following data (customer provided critical cutoff 0.30 ng/ml): sid (B)(6) ((B)(6) year old, female): (B)(6) 2018 initial 0.396ng/ml (positive result) . Doctor questioned the initial result, the specimen was repeated on (B)(6) 2018: 0.01ng/ml (negative). Sid (B)(6): ((B)(6) year old, male) (B)(6) 2018 initial 0.237 ng/ml (positive result). Doctor questioned the initial result, the specimen was repeated on (B)(6) 2018: 0.000ng/ml (negative). Qc was in range. There has been no adverse impact to patient management reported.